Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd syringe was damaged, but still operable. The following information was provided by the initial reporter: "it was reported the syringes were cracked when they opened the packaging. "Caller reported the syringes were cracked when they opened the packaging. Number of occurrences: 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: customer could not confirm. Product lot #: unavailable, customer could not provide. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is not available for investigation. Resolution: caller was able to successfully fill a cartridge. No further action required."